Event description:
He manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found grain/ dust like brown debris under left flap consistent with keratin. Unknown brown/ rust colored debris on front bottom edge of device. Unknown black residue on inside of back panel and inside bottom of device. Loose foam degradation inside plastic casing. Foam degradation inside plastic blower casing, on blower cover. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes multiple contamination of dust, keratin, rust, black residue found were external to the device. The manufacturer concludes there was evidence of sound abatement foam degradation.